Event description:
The customer reported the sys would intermittently display a collimator iris pot error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and instructed them to reseat the cable connectors and wiggle the cables. This temporarily restores the sys to operating as intended.